Event description:
It was reported by the customer there was 2 cases of breakage at the base of the PICC catheter. 1st case ¿ catheter implanted on an outpatient basis on (B)(6) 2023, cut at 31cm. ¿on the morning of (B)(6), the hospitalization department team requested an assessment due to obstruction, I went to the bedside and observed blood in the catheter extension and valved device. Dressing intact and well adhered to the skin, 1.5cm exteriorized, in ¿u¿ shape, stabilized with statlock. I attach a 10ml syringe and apply negative pressure, without return. I begin unblocking maneuver with a 3-way tap, alteplase and negative pressure. I keep the catheter soaking for 40 minutes, and then I aspirate again, obtaining satisfactory venous return. I do not perform positive pressure until I obtain venous return. Then I perform a swirl flush, totaling 80ml, with a 10ml syringe, without complications, venous return present. After regaining patency of the catheter, I begin changing the dressing. It still appears dry. I reposition the statlock, keeping the catheter straight, no longer in a ¿u¿ shape, and allow the catheter to be used. After a few minutes, the department requests a new assessment due to extravasation of the infusions in the dressing and bed. I reassess the catheter, remove the dressing, flush it and observe a fracture at the junction of the catheter with the stabilization butterfly barrel. I remove the catheter. There was no harm, only the loss of a safe, long-term access.¿ 2nd case - catheter implanted on an outpatient basis on (B)(6) 2023, cut at 36cm. ¿on the morning of (B)(6), the sector team requested an evaluation, due to the end of the treatment, the catheter was removed, and after a few centimeters, it showed resistance. I appear at the bedside, catheter without dressing, with 15cm externalized, coupled to a 10ml syringe with sf0.9%. I perform a flush to test permeability and immediately observe extravasation at the junction between the catheter and the stabilization butterfly barrel, which shows a fracture. I question the team about the fracture, they say that it had not been observed previously and that there was no extravasation of the medicine during the infusion, and that the dressing was dry. I proceed to remove the catheter, after maneuvers, I am successful. There was no harm, only the loss of a safe, long-term access.¿ this report addresses the second case.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer there was 2 cases of breakage at the base of the PICC catheter. 1st case ¿ catheter implanted on an outpatient basis on (B)(6) 2023, cut at 31cm. ¿on the morning of (B)(6), the hospitalization department team requested an assessment due to obstruction, I went to the bedside and observed blood in the catheter extension and valved device. Dressing intact and well adhered to the skin, 1.5cm exteriorized, in ¿u¿ shape, stabilized with statlock. I attach a 10ml syringe and apply negative pressure, without return. I begin unblocking maneuver with a 3-way tap, alteplase and negative pressure. I keep the catheter soaking for 40 minutes, and then I aspirate again, obtaining satisfactory venous return. I do not perform positive pressure until I obtain venous return. Then I perform a swirl flush, totaling 80ml, with a 10ml syringe, without complications, venous return present. After regaining patency of the catheter, I begin changing the dressing. It still appears dry. I reposition the statlock, keeping the catheter straight, no longer in a ¿u¿ shape, and allow the catheter to be used. After a few minutes, the department requests a new assessment due to extravasation of the infusions in the dressing and bed. I reassess the catheter, remove the dressing, flush it and observe a fracture at the junction of the catheter with the stabilization butterfly barrel. I remove the catheter. There was no harm, only the loss of a safe, long-term access.¿ 2nd case - catheter implanted on an outpatient basis on (B)(6) 2023, cut at 36cm. ¿on the morning of (B)(6), the sector team requested an evaluation, due to the end of the treatment, the catheter was removed, and after a few centimeters, it showed resistance. I appear at the bedside, catheter without dressing, with 15cm externalized, coupled to a 10ml syringe with sf0.9%. I perform a flush to test permeability and immediately observe extravasation at the junction between the catheter and the stabilization butterfly barrel, which shows a fracture. I question the team about the fracture, they say that it had not been observed previously and that there was no extravasation of the medicine during the infusion, and that the dressing was dry. I proceed to remove the catheter, after maneuvers, I am successful. There was no harm, only the loss of a safe, long-term access.¿ this report addresses the second case.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The products returned for evaluation were two 3fr sl powerpicc sv catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed in the catheter tubing of both catheters just distal to the molded joint. The splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ fracture surface that had an uneven and jagged pattern, indicating that the area had been subjected to tensile stress. An examination of the catheter structures revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Three videos of powerpicc sv catheters were returned for evaluation. An initial visual observation of the videos showed the powerpicc sv catheters being infused with a clear liquid. When infused, the liquid can be seen to spray out at what appears to be a split just distal to the wings of the device. No details of the split could be discerned from the videos. There were no distinguishing features in the returned videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer there was 2 cases of breakage at the base of the PICC catheter. 1st case ¿ catheter implanted on an outpatient basis on (B)(6) 2023, cut at 31cm. ¿on the morning of (B)(6), the hospitalization department team requested an assessment due to obstruction, I went to the bedside and observed blood in the catheter extension and valved device. Dressing intact and well adhered to the skin, 1.5cm exteriorized, in ¿u¿ shape, stabilized with statlock. I attach a 10ml syringe and apply negative pressure, without return. I begin unblocking maneuver with a 3-way tap, alteplase and negative pressure. I keep the catheter soaking for 40 minutes, and then I aspirate again, obtaining satisfactory venous return. I do not perform positive pressure until I obtain venous return. Then I perform a swirl flush, totaling 80ml, with a 10ml syringe, without complications, venous return present. After regaining patency of the catheter, I begin changing the dressing. It still appears dry. I reposition the statlock, keeping the catheter straight, no longer in a ¿u¿ shape, and allow the catheter to be used. After a few minutes, the department requests a new assessment due to extravasation of the infusions in the dressing and bed. I reassess the catheter, remove the dressing, flush it and observe a fracture at the junction of the catheter with the stabilization butterfly barrel. I remove the catheter. There was no harm, only the loss of a safe, long-term access.¿ 2nd case - catheter implanted on an outpatient basis on (B)(6) 2023, cut at 36cm. ¿on the morning of (B)(6), the sector team requested an evaluation, due to the end of the treatment, the catheter was removed, and after a few centimeters, it showed resistance. I appear at the bedside, catheter without dressing, with 15cm externalized, coupled to a 10ml syringe with sf0.9%. I perform a flush to test permeability and immediately observe extravasation at the junction between the catheter and the stabilization butterfly barrel, which shows a fracture. I question the team about the fracture, they say that it had not been observed previously and that there was no extravasation of the medicine during the infusion, and that the dressing was dry. I proceed to remove the catheter, after maneuvers, I am successful. There was no harm, only the loss of a safe, long-term access.¿ this report addresses the second case.